Manufacturer narrative:
Concomitant medical products: product ID: 399960, lot# v041368, implanted: (B)(6) 2007, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37713, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
The manufacturer's representative (rep) reported the patient was in overdischarge. The overdischarge had not been cleared. The indications for use were chronic low back pain, cervical radiculopathy, degenerative disc disease/herniated disc pain, and radicular pain syndrome (radiculopathies). Additional information received from the rep reported the ins was rescued from over discharge and the patient was able to get it fully charged up. The power on reset (por) was cleared and the ins was reprogrammed to better help the patient's pain. The rep checked the impedances and electrodes #11 and #15 were over 10k and not usable. Neither electrode was needed or used in the final programming options and the patient's pain was well covered. The other ins was also in overdischarge and was non-responsive to attempts to reawaken it. The surviving ins covered the patient's worst pain. If additional information is received, a follow-up report will be sent.